Manufacturer narrative:
Third party evaluation.

Event description:
It was reported that the head end of the cot dropped to the ground. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.